Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The customer wanted to calculate the rr interval of each strip making sure the high rate was exceeding the cutoff rate. No adverse patient effects were reported. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The customer wanted to calculate the rr interval of each strip making sure the high rate was exceeding the cutoff rate. No adverse patient effects were reported. Additional information noted that the sensing vector was changed from alternate to secondary. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted.